Event description:
A peritoneal dialysis registered nurse (pdrn) reported to fresenius customer support that the patient has an infection. During follow up, it was confirmed the patient has peritonitis. During additional follow-up, the patient¿s pdrn reported the patient presented to the outpatient home dialysis clinic on (B)(6) 2024 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc = 495, polymorphs = 72%) were collected, and the patient was formally admitted. The patient was diagnosed with peritonitis and treated as an outpatient with intraperitoneal (ip) vancomycin 2000 mg every three days and ceftazidime 1500 mg daily for 14 days. The patient¿s peritoneal effluent culture result returned positive for streptococcus sanguinis on (B)(6) 2024, and the patient¿s ceftazidime was discontinued (duration of vancomycin increased to 21 days). The patient was discharged on (B)(6) 2024 in stable condition and is recovering from the events. The pdrn attributed causality to a touch contamination event involving poor hand hygiene after disconnecting/reconnecting to the liberty select cycler after using the restroom during treatment. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. The patient continues to undergo ccpd therapy utilizing the same liberty select cycler.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the serious adverse events of peritonitis, characterized by abdominal pain and cloudy peritoneal effluent fluid, which required antibiotic therapy. The pdrn attributed causality to a touch contamination event involving poor hand hygiene prior to disconnecting/reconnecting from the liberty select cycler after using the restroom during treatment. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. Those individuals undergoing pd therapy for rrt (manual or cycler based) are known to be at high risk for infections of the peritoneum. Streptococcus sanguinous is commonly found in the mouth, gastrointestinal, genitourinary, and respiratory tracts. Based on the information available, the patient¿s liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there is no report a fresenius device(s) and/or product(s) failed to meet the users¿ expectations or the manufacturers¿ specifications. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported to fresenius customer support that the patient has an infection. During follow up, it was confirmed the patient has peritonitis. During additional follow-up, the patient¿s pdrn reported the patient presented to the outpatient home dialysis clinic on (B)(6) 2024 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc = 495, polymorphs = 72%) were collected, and the patient was formally admitted. The patient was diagnosed with peritonitis and treated as an outpatient with intraperitoneal (ip) vancomycin 2000 mg every three days and ceftazidime 1500 mg daily for 14 days. The patient¿s peritoneal effluent culture result returned positive for streptococcus sanguinis on (B)(6) 2024, and the patient¿s ceftazidime was discontinued (duration of vancomycin increased to 21 days). The patient was discharged on (B)(6) 2024 in stable condition and is recovering from the events. The pdrn attributed causality to a touch contamination event involving poor hand hygiene after disconnecting/reconnecting to the liberty select cycler after using the restroom during treatment. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. The patient continues to undergo ccpd therapy utilizing the same liberty select cycler.